Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by a customer that the button depressed, sharp did not retract. Button remained stuck in the depressed position. Also, the guide wire came out the side of the needle. No further details provided. Additional information received on 3/12/2026: one needle used to perform an ultrasound-guided piv insertion. The needle, guide wire, and catheter worked fine for the actual placement of the IV, so the patient should not have been affected by the device flaw. The problem did not appear until I attempted to retract the needle. I did have to recap it instead of retracting in order to safely set it down while I dressed the IV. It was reported this occurred with 4 devices. This report addresses all four devices.